Event description:
Customer stated the switch sparked and then a little fire went on in the switch.

Manufacturer narrative:
It was reported the switch emitted sparks. Upon examination, we discovered that the stat was bent in half, which caused it to short out and send a spark through the switch. Our examination also found: pad bunched, bent/broken lead, bent/broken thermostat, thermostat discoloration, exposed burn - harness. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.